Event description:
It was reported that while trying to unscrew the hole plugs from the cup, we noticed the screwdriver was stripping the plug due to the rounded shape of the driver. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 010002749 lot# 7711449 g7 straight mod scrdrvr 3.5mm. G2: foreign: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.